Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitor were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that the battery of this pacemaker was noted to have decreased drastically in between follow-ups. Review of device data indicated an increase in power consumption has led to the drain in the battery. Device replacement was recommended. Surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.